Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 998 mg/dl, and on (B)(6) 2017 and (B)(6) 2018 with the blood glucose value of over 600 mg/dl. Customer declined to troubleshoot for high blood glucose value. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.